Manufacturer narrative:
A manufacturing investigation was completed: one device was received with signs of use. A manufacturing review was performed and no issues were found. The device was tested and was found to be within specifications. The complaint condition could not be replicated. The cause of the complaint condition could not be determined. Component functioned as designed upon inspection. No manufacturing or design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius plate and screw application procedure on (B)(6) 2015, the torque limiting attachment would not "click" to provide torque for the screw insertion. The surgeon, however, was able to complete the surgery using the complained device. There were no loose or broken device components noted. The surgery was successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).